Event description:
During a abdominoperineal repair with laparoscopic bladder neck suspension with mesh the dh085 began melting the trocar sleeve and reducer cap. The pt had two blisters approx two to three inches from one of the trocar sites. The 5mm dissecting hook may have been torqued. There was a large dressing put over the skin blister. The pt is reported to be fine. 5/13/97 rep responded the blister is located above trocar site at the left lower quadrant. The trocar was a 10/12 optiview with a multiseal reducer cap. 5/20/97: surgeon related two problems. First case, he was doing a retropubic burch procedure and upon completion of the case, there was a small blister through the port where the harmonic scapel had been placed. It busted without sequelae. Surgeon is not certain, if there was torque on the instrument at the time. Second case, involved an lcs during an oophorectomy. There was a buzzing sound with the instrument. There was no consequence to the pt. The instrument maybe available for co's inspection.

Manufacturer narrative:
H6; code 400: no problem found. Based on the inquiry info received, the visual and functional testing, the blade was found to be conforming. The operating manual states "the surgeon should not steer the blade tip by "torquing" (blending) the shaft or by pushing the shaft firmly against the port or adaptor. That effort is wasteful and can cause the sheath to become pinched between blade and port, causing delvery of some energy to the port or adaptor. Improper port location, the 5mm blade shaft being blocked by another instrument or the surgeon unconsciously holding the port in the wrong position might lead to this difficulty. Co strives to understand each incident as it occurs in order to continuously improve the product.